Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported swelling/edema and pleural effusion was due to patient conditions (i.e. Patient was in decompensated state). The reported patient effect of swelling and pleural effusion, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3+ on a patient with mitral regurgitation (mr) grade of 4+, enlarged left atrium and enlarged right atrium. A triclip xtw was inserted, and grasping was performed. However, a sufficient grasp was not possible. It was noted that the patient was in a decompensated stated where the patient had a central venous pressure was above 35mmhg, difficulties with intubation (according to anesthesia), swollen legs, and pleura effusions. In the physician's opinion, the cause of the patient's decompensated stated was due to mitral regurgitation (mr) with a grade of 4+ and a tr of a grade of 3, and that the mitral valve should have been treated first, but the patient had only been informed of the triclip procedure; therefore, the tricuspid valve was treated first. Therefore, the clip was removed from the patient, and the procedure was discontinued. No clips were implanted. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.